Event description:
Patient was having a colonoscopy for abdominal pain and history of colon polyps. The scope was being used by md. Polyp seed was not removed with the snare. The roth net was used to retrieve polyp and the roth bent during use. A second roth net was used without incident.